Manufacturer narrative:
The incomplete complaint device was received and inspected. Only the implants attached to the suture were received, and not the deployment gun. The complaint can be confirmed, since the implants showed signs of being deployed. A visual inspection was performed to reveal any gross visual defects on the implants that may contribute to the complaint condition, however none were observed. A comparison to the latest revision of the product drawing provided that the suture was assembled onto the implants in the intended configuration. Unsuccessful seating of implants are typically known to be caused by two common failure modes. One potential cause for unsuccessful implant seating is due to insufficient insertion of the needle into the tissue in which case the implant may be deployed but not implanted. Another potential cause for unsuccessful implant seating is over penetration of the needle into the tissue in which case both implants are unintentionally deployed due to their premature dislocation from the silicone sleeve but not implanted. However, since we received the incomplete device we cannot discern a definitive root cause for the issue experienced by the customer. A non-conformance search was conducted to investigate any defects identified during production that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales representative via phone that during a meniscal repair procedure the customer's truespan meniscal repair peek 12 degree deployed the first implant, but the implant did not seat. The sales representative stated that the implant was removed from the patient by pulling on the sutures with no debris left in the cavity. The case was completed with two other like-devices with no patient harm or delay. The device is being returned for evaluation.